Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s screen went blank. Customer¿s blood glucose was unknown. Customer stated that customer removed and reinserted battery to restart the insulin pump. Insulin pump will be returned for analysis.